Event description:
(B)(6) -the dealer reported that the bed10-1663 bed motor would not lock in place, and the foot section would drift down. There was no patient injury reported.

Manufacturer narrative:
MDR decision date: (B)(4) no RMA has been initiated for this issue. Model bed10-1633, serial number/date (B)(4) is approximately three year old. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.